Event description:
It was reported that the failed occlusion 4.1psi was experienced during testing/no patient injury.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed label and seal were intact. During functional check, the reported complaint was duplicated. Pump was tested on the pressure station and failed range specification; this was caused by the damaged downstream sensor nub. Replaced downstream sensor.